Manufacturer narrative:
No product has been returned for evaluation, root cause is unavailable to be determined at this time.

Event description:
Information was received that a revision procedure was performed. As per the reporter, the rods failed to distract. There was no patient injury reported.

Manufacturer narrative:
The rod was returned for visual and functional testing. Visual inspection showed no visible damage. There were score marks on the rod consistent with incremental distraction. X-ray images of the internal components showed no damage and revealed the rod partially distracted. The rod was functionally tested and was unable to distract or retract with the electronic remote controller( erc) and the manual distractor. Due to the current condition of the rod (jammed), force testing was not performed. The rod was sectioned, and debris build-up was found, which might have caused the reduced functionality. Sectioning of the rod determined that it could not be separated from the housing without high force. Bending forces applied to the rod from patient anatomy/activity may have caused the distraction rod to wedge into the housing tube, which would cause the rod to be jammed. A review of the device history records revealed no discrepancies related to this complaint. The rod was manufactured in accordance with the specified requirements and met all of the required quality inspections.